Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on (B)(6) 2016. It refers to the female plaintiff/ consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. On or about (B)(6) 2012, consumer visited her healthcare professional seeking to undergo a permanent sterilization procedure. Prior to this time, consumer was provided with material promoting the sterilization procedure, called essure. As a result of examining this material, consumer decided that she would undergo this new procedure due the many benefits listed on the website and brochure without the need for surgery. Also, consumer had an understanding, fostered by these promotional materials, that this new procedure is just as safe as the more traditional sterilization procedures. On or about (B)(6) 2012, consumer underwent a hysteroscopic essure implant procedure. A little over a month after the procedure, consumer began experiencing vaginal irritation that could not be relieved with medication. This irritation eventually developed into a continuous cramping pain in her lower right quadrant that gradually worsened. This pain was debilitation to her, preventing her from living a normal life due to the pain emitting from her pelvic area at a continuous (unreadable) intensity throughout the day. This pain caused consumer to visit medical facilities several times throughout 2013 seeking remedies. Eventually, the debilitation effect of the pain caused consumer to seek any kind of surgical remedy. At the time, none of her physicians related the pain as being associated with the devices. Consumer also reported excessive bleeding during her menstrual cycle, constant burning sensation, bloating, hives and extreme tenderness in her pelvic area. On or about (B)(6) 2014, consumer had the coils removed through the removal of both of her fallopian tubes that contained the devices; she did not become aware that essure was the cause of her physical, emotional and medical problems until late 2014, when she learned, through internet research, of many other women having similar issues. In addition, it was reported that consumer exercised reasonable diligence in investigating potential causes of her injury by discussing her injuries with healthcare providers. None of consumer's conversations with her healthcare providers gave her a reason to suspect, or reasonably should have given her a reason to suspect, that the essure products implanted were defective. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed cramping pain in her lower right quadrant that gradually worsened/pain emitting from her pelvic area. She was submitted to a bilateral salpingectomy with removal of essure coils. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, the temporal relationship between the event and essure insertion was positive and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 15-apr-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed cramping pain in her lower right quadrant that gradually worsened/pain emitting from her pelvic area. She was submitted to a bilateral salpingectomy with removal of essure coils. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, the temporal relationship between the event and essure insertion was positive and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramping pain in her lower right quadrant that gradually worsened/pain emitting from her pelvic area / pain") and device dislocation ("migration of essure device location of device") in a 28-year-old female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted - no". The patient's past medical history included multigravida, parity 4 (((B)(6) 2004, (B)(6) 2005, (B)(6) 2008, (B)(6) 2011)), bacterial vaginosis on (B)(6) 2011 and sickle-cell trait. Concurrent conditions included alcohol use (someday(2-3 month)) and caffeine consumption (current/ someday). Family history included hypertension (mother). Concomitant products included medroxyprogesterone (depo provera) since december 2012 for contraception as well as calcium d3 (calcium +vit d). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vulvovaginal discomfort ("vaginal irritation"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, 1 year 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: body was rejecting assure / nickel allergy") with white blood cell count increased, menorrhagia ("excessive bleeding during her menstrual cycle, abnormal bleeding (menorrhagia)"), burning sensation ("constant burning sensation"), abdominal distension ("bloating"), urticaria ("hives"), pelvic discomfort ("extreme tenderness in her pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), mood swings ("mood swings"), hirsutism ("whiskers"), abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/ eye problems") and eye disorder ("eye problems"). The patient was treated with surgery (flick partial hysterectomy) and surgery (flick partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, allergy to metals, vulvovaginal discomfort, menorrhagia, burning sensation, abdominal distension, urticaria, pelvic discomfort, vaginal haemorrhage, migraine, headache, dyspareunia, dysmenorrhoea, vaginal discharge, alopecia, abdominal pain lower, vulvovaginal pain, back pain, bladder disorder, urinary tract disorder, visual impairment and eye disorder had resolved and the mood swings and hirsutism had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, burning sensation, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, headache, hirsutism, menorrhagia, migraine, mood swings, pelvic discomfort, pelvic pain, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal discomfort and vulvovaginal pain to be related to essure. The reporter commented: after essure removed, all symptoms have stopped except the hormonal changes. Essure did not worsened a previously existing injury/condition. No complications or problems that occurred at the time of you essure placement procedure. Both ostia were identified. Coils were then deployed without difficulty in both tubes, and there were four coils visualized in the intrauterine and both tubal ostia. The hysteroscope was removed. The procedure was completed. Discrepancy noted as per pfs: date of removal of essure device: (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added: bladder or urinary problems or changes, vision/eye problems. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramping pain in her lower right quadrant that gradually worsened/pain emitting from her pelvic area / pain") and device dislocation ("migration of essure device location of device") in an adult female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted - no". The patient's past medical history included multigravida, parity 4 (((B)(6) 2004, (B)(6) 2005, (B)(6) 2008, (B)(6) 2011)), bacterial vaginosis on (B)(6) 2011 and sickle-cell trait. Concurrent conditions included alcoholic (someday(2-3 month)) and caffeine consumption (current/ someday). Family history included hypertension (mother). Concomitant products included medroxyprogesterone (depo provera) since december 2012 for contraception as well as calcium d3 (calcium +vit d). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vulvovaginal discomfort ("vaginal irritation"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: body was rejecting assure / nickel allergy") with white blood cell count increased, menorrhagia ("excessive bleeding during her menstrual cycle, abnormal bleeding (menorrhagia)"), burning sensation ("constant burning sensation"), abdominal distension ("bloating"), urticaria ("hives"), pelvic discomfort ("extreme tenderness in her pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), mood swings ("mood swings"), hair disorder ("wiskers"), abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with surgery (flick partial hysterectomy) and surgery (flick partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, allergy to metals, vulvovaginal discomfort, menorrhagia, burning sensation, abdominal distension, urticaria, pelvic discomfort, vaginal haemorrhage, migraine, headache, dyspareunia, dysmenorrhoea, vaginal discharge, alopecia, abdominal pain lower, vulvovaginal pain and back pain had resolved and the mood swings and hair disorder had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, burning sensation, device dislocation, dysmenorrhoea, dyspareunia, hair disorder, headache, menorrhagia, migraine, mood swings, pelvic discomfort, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort and vulvovaginal pain to be related to essure. The reporter commented: after essure removed, all symptoms have stopped except the hormonal changes. Essure did not worsened a previously existing injury/condition. No complications or problems that occurred at the time of you essure placement procedure. Both ostia were identified. Coils were then deployed without difficulty in both tubes, and there were four coils visualized in the intrauterine and both tubal ostia. The hysteroscope was removed. The procedure was completed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: tiff fact sheet and medical records received : the patient and reporter information added. The event abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: body was rejecting assure (white blood cell count shot up), migraines /headaches, migration of essure device location of device, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, hormonal changes (mood swings and wiskers), vaginal discharge, hair loss, essure confirmation test(s) conducted- no , lower abdomen pain, vaginal pain, lower back pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramping pain in her lower right quadrant that gradually worsened/pain emitting from her pelvic area / pain") and device dislocation ("migration of essure device location of device") in an adult female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted - no". The patient's past medical history included multigravida, parity 4 (B)(6) 2004, (B)(6) 2005, (B)(6) 2008, (B)(6) 2011, bacterial vaginosis on 1-nov-2011 and sickle-cell trait. Concurrent conditions included alcohol use (someday(2-3 month)) and caffeine consumption (current/ someday). Family history included hypertension (mother). Concomitant products included medroxyprogesterone (depo provera) since december 2012 for contraception as well as calcium d3 (calcium +vit d). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced vulvovaginal discomfort ("vaginal irritation"). In december 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: body was rejecting assure / nickel allergy") with white blood cell count increased, menorrhagia ("excessive bleeding during her menstrual cycle, abnormal bleeding (menorrhagia)"), burning sensation ("constant burning sensation"), abdominal distension ("bloating"), urticaria ("hives"), pelvic discomfort ("extreme tenderness in her pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), mood swings ("mood swings"), hirsutism ("wiskers"), abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with surgery (flick partial hysterectomy) and surgery (flick partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, allergy to metals, vulvovaginal discomfort, menorrhagia, burning sensation, abdominal distension, urticaria, pelvic discomfort, vaginal haemorrhage, migraine, headache, dyspareunia, dysmenorrhoea, vaginal discharge, alopecia, abdominal pain lower, vulvovaginal pain and back pain had resolved and the mood swings and hirsutism had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, burning sensation, device dislocation, dysmenorrhoea, dyspareunia, headache, hirsutism, menorrhagia, migraine, mood swings, pelvic discomfort, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort and vulvovaginal pain to be related to essure. The reporter commented: after essure removed, all symptoms have stopped except the hormonal changes. Essure did not worsened a previously existing injury/condition. No complications or problems that occurred at the time of you essure placement procedure. Both ostia were identified. Coils were then deployed without difficulty in both tubes, and there were four coils visualized in the intrauterine and both tubal ostia. The hysteroscope was removed. The procedure was completed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-jul-2018: update of quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramping pain in her lower right quadrant that gradually worsened/pain emitting from her pelvic area / pain"), device dislocation ("migration of essure device location of device") and menorrhagia ("excessive bleeding during her menstrual cycle, abnormal bleeding (menorrhagia)") in a 28-year-old female patient who had essure (batch no: 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "body was rejecting device" and device monitoring procedure not performed "essure confirmation test(s) conducted - no". The patient's medical history included multigravida, parity 4 (on (B)(6) 2004, on (B)(6) 2005, on (B)(6) 2008, on (B)(6) 2011), bacterial vaginosis on (B)(6) 2011 and sickle-cell trait. Concurrent conditions included alcohol use (someday(2-3 month) and caffeine consumption (current/ someday). Family history included hypertension (mother). Concomitant products included medroxyprogesterone acetate (depo provera) since december 2012 for contraception as well as calcium;colecalciferol (calcium +vit d). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In october 2012, the patient experienced vulvovaginal discomfort ("vaginal irritation"). In november 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("allergic or hypersensitivity reaction type: body was rejecting assure / nickel allergy") with white blood cell count increased, burning sensation ("constant burning sensation"), abdominal distension ("bloating"), urticaria ("hives"), pelvic discomfort ("extreme tenderness in her pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), mood swings ("mood swings"), hirsutism ("wiskers"), abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/ eye problems") and eye disorder ("eye problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and on (B)(6) 2014 underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, menorrhagia, allergy to metals, vulvovaginal discomfort, burning sensation, abdominal distension, urticaria, pelvic discomfort, vaginal haemorrhage, migraine, headache, dyspareunia, dysmenorrhoea, vaginal discharge, alopecia, abdominal pain lower, vulvovaginal pain, back pain, bladder disorder, urinary tract disorder, visual impairment, eye disorder and abdominal pain had resolved and the mood swings and hirsutism had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, burning sensation, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, headache, hirsutism, menorrhagia, migraine, mood swings, pelvic discomfort, pelvic pain, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal discomfort and vulvovaginal pain to be related to essure. The reporter commented: after essure removed, all symptoms have stopped except the hormonal changes. Essure did not worsened a previously existing injury/condition. No complications or problems that occurred at the time of you essure placement procedure. Both ostia were identified. Coils were then deployed without difficulty in both tubes, and there were four coils visualized in the intrauterine and both tubal ostia. The hysteroscope was removed. The procedure was completed. Discrepancy noted as per pfs: date of removal of essure device: on (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2018: events- "abdominal pain, body was rejecting device" added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.